Event description:
"Clsc" medical staff responded to a person diagnosed as in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. The device analyzed and delivered 2 countershocks to the pt without converting the pt's rhythm. According to the reporter, when the analyze button was pressed a third time and the device began to charge, the low battery message displayed and the device wouldn't complete the charge. The report states the battery was replaced and the analyze button again pressed, but the device again alarmed low battery and wouldn't complete the charge. According to the reporter, no further batteries were available for use with the device. "Ta's" subsequently arrived on the scene with a backup AED, but the pt was not resuscitated.